Event description:
Additional information received reported that the doctor attempted to deploy flow diverter in usual manner. It was noted that the stent did not open appropriately and was unable to plasty to appose the vessel wall. It was decided to resheath and remove the device. There were no patient symptoms or complications associated with the event. The devices were prepared according to the instructions for use (IFU). Dual antiplatelet treatment was administered, aspirin and prasugrel, as per local protocol. Angiographic results post procedure showed good results with the replacement pipeline vantage stent, which opened up well. The patient had been discharged at the time of the report. The patient was undergoing treatment for aneurysms located in the left posterior communicating (pcom) artery and cavernous internal carotid artery. The max diameters were 2.6mm and 3.8mm, and the neck diameters were 2.0mm and 3.0mm respectively. The landing zone for the pcom artery was 3.3mm distal and 3.2mm proximal. The landing zone for the cavernous aneurysm was 3.4mm distal and 4.5mm proximal. The vessel was not particularly tortuous.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the proximal end of the pipeline did not open. The pipeline had not been placed in a vessel bend when it failed to open. The product was attempted to be resheathed, however, that was unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the pipeline did not deploy correctly.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-81805), 203cm ruler (m-83360). As found condition: the pipeline vantage braid was returned within a shipping box and within a sealed pouch. Visual inspection/damage location details: the pipeline vantage braid was returned already detached from the pusher; therefore, the braid ends (proximal, distal) could not be identified. The pusher was not returned with the braid. Both ends of the braid were found open; however, the braid¿s middle segment was found twisted. Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open¿ report was confirmed. It is likely the damage found with the pipeline flex braid contributed to the event; however, the root cause could not be determined. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.